Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter would not power on. On (B)(6) 2011 the (B)(4) contacted the patient by phone for additional information. The patient reported that the product issue began approximately on (B)(6) 2011 at an unknown time when the meter would not power on. The patient reported that she manages her diabetes with an insulin pump. The patient reported that no changes were made to her usual diabetes management due to the product issue as she continued to test using her backup meter. The patient denied that any symptoms occurred due to the product issue. The patient reported that no treatment was received due to the product issue. During troubleshooting, the cca confirmed the patient was using the correct strips. The customer care advocate (cca) noted that no misuse was identified. Replacement products were sent to the patient by the cca. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms do not meet the criteria for a serious injury and the patient did not receive any form of medical intervention. However, this malfunction is being reported because the issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.